Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were on critical override. A technical support specialist dialed into the server and noted that another agent was already addressing the issue. The server had been rebooted, and the issue was resolved, verified that all stations were up and running. No critical override alerts were present on health sight viewer (hsv), sent an email to the customer confirming resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were on critical override mode. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.